Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that when the device was being evaluated it was discovered that the power supply made a loud noise. The fse evaluated the device on site. It was determined that this was a malfunction of the power supply. The fse recommended the customer replace the power supply; however, confirmed the device operated normally without this replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was with the power supply. The reported problem was confirmed. The fse recommended the customer replace the power supply; however, confirmed the device operated normally without this replacement. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.